Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The data presented in this literature review was obtained through a retrospective study. It was reported, after surgery with an evac 70 wand one patient had to have a re-operation two weeks post-op for persistent severe stridor. Release for both aryepiglottic folds with scissors had to be performed. However, smith and nephew has not received the device nor was the clinically relevant patient-specific supporting documentation provided; consequently, a thorough medical investigation could not be rendered. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: coagulation of the lateral surface of aryepiglottic folds as an alternative to aryepiglottic fold release in management of type 2 laryngomalacia. Doi: https://doi.org/10.1016/j.anl.2019.10.004.

Event description:
It was reported that on literature review ¿coagulation of the lateral surface of aryepiglottic folds as an alternative to aryepiglottic fold release in management of type 2 laryngomalacia", after surgery with an evac 70 wand one patient had to have a reoperation 2 weeks post-op for persistent severe stridor. Release for both aryepiglottic folds with scissors had to be performed . No further information is available.